Manufacturer narrative:
Investigation in process but not yet complete. Upon completion, a follow up report will be submitted.

Event description:
This was a 4 level case, during the placement of the 3rd cage, upper screw, under torque and final torque one of the leaflets broke.

Manufacturer narrative:
A visual assessment of the vault-c driver (37-in-0060, 3200mm) and review of complaint documentation show that the hexalobe tip sheered during an application of torque. It is unknown if an awl or drill was utilized to prepare a pathway for the screw, and therefore, the exact cause for failure is unable to be determined. Review of manufacturing history records found a total of 2 pieces of lot 0055it were released for distribution on 2/17/14 with no deviation or anomalies. This lot was manufactured to revision b of the 37-in-0060 drawing. Two-year review of complaint history for 37-in-0060 did not identify a trend for reports of this nature.